Event description:
New information notes the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was brought into the hospital after merlin.net showed noise on the ventricular channel. Fluoroscopy revealed externalized conductors. The lead will be scheduled for replacement.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). A partial lead was returned for analysis. External insulation abrasion was noted at 43.2-43.5cm from the tip electrode, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 13.0-15.3cm from the tip electrode. Internal insulation abrasion was noted at 7.1-8.2cm from the tip electrode. Internal insulation abrasion under the rv shock coil was noted at 4.2-4.3cm and 5.1-5.3cm from the tip electrode. The etfe coating was intact at all abrasion locations.